Event description:
Pt reported: implanted in approx (B)(6) 2012 with prodisc-l at l5 to treat a torn disc. Post-operatively, the pt has been experiencing pain, "the same as the pain she had before surgery." Implanting surgeon has recommended waiting 3 more months before making a decision about performing another procedure or other medical intervention. Also, pt has consulted an allergist regarding a possible allergic reaction since she does have a reaction to some metal jewelry. This is 2 of 3 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): placeholder.